Event description:
Explanted from left hip: howmedica cup pca, liner, and head. Pt with a history of a left total hip arthroplasty at an outside hospital, has presented with significant left hip pain and evidence of a grossly loose left acetabular cup.preoperative diagnosis: left total hip arthroplasty failure, acetabular component.postoperative diagnosis: same.procedure: left revision total hip arthroplasty, acetabular component.